Event description:
A medtronic representative reported that the site experienced a problem with gray navlock behavior in synergy 2.0/rollingstone. To use the gray navlock, with tap added, you must zoom out to see the tap, otherwise it is off the screen. The surgeon completed the surgery with the use of the stealthstation s7. There was no impact on patient outcome.

Manufacturer narrative:
This was a usability complaint. Medtronic representative investigation finds everything checked out correctly. Performed navigated spin with sawbones and navlock, were all accurate.